Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a 3rd party svc company rep on (B)(4) 2013. " is testing the vent (there rental) and says that he doesn't get any audible tone from speaker when an alarm limit is hit. He said he replaced the gde from another vent and that fixed the problem. He is purchasing a new gde."

Manufacturer narrative:
The 3rd party service company facility did not submit a user facility report to MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a 3rd party svc co rep. (B)(4). A replacement gas delivery engine (gde) was sent to the 3rd party svc co for their biomed to repair and return the unit back to their rental pool. The alleged faulty device was received by carefusion, router to the carefusion failure analysis lab and staged for eval. Once the eval is complete a f/u medwatch will be submitted.